Event description:
A customer contacted stryker to report their device would not recognize the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was used with the same pads. They were successfully able to continue patient treatment. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report their device would not recognize the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was used with the same pads. They were successfully able to continue patient treatment. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The customer was contacted multiple times. At this time, the customer has not agreed to return the device for investigation. The customer stated the device is back in service and there are no further issues. Therefore the reported issue could not be confirmed. No root cause could be established. The device remained with the customer.